Event description:
It was reported that an abstract was presented in 2004 at entitled "non uniform paclitaxel-eluting stent coating and unexpected balloon-stent stickiness: any concern with routine practice?" The abstract stated: "since the taxus express 2 stent is routinely used in reporting institution, they experienced difficulties to withdrawal the balloon after stent deployment. For better knowledge of des institution performed a bench and optical microscopy observation with one cypher select and two taxus express 2 from two cathlabs. Balloon deflation is similar between stents (crossing profile 1.7mm both) but only taxus stent remains hanged on and it is obviously sticky. By optical microscopy institution observed only for taxus stent that the coating is unstructured by the meshes sticking to one another. Coating is non-uniform with numerous smears especially around the bridges. Institution concludes that: 1) paclitaxel-coating is sticky and non uniform leading to mechanical difficulties after stent implantation, 2) paclitaxel local concentration may vary within stent, and 3) MFR quality control is questioned."